Event description:
It was reported that a transcatheter valve was implanted in the mitral position. Approximately 4 years and 10 months later, a new transcatheter valve was implanted in the same mitral position for an unspecified reason. Additional information was received to report the reason for the valve replacement was due to outgrowth. The replacement valve was implanted within the existing valve, valve-in-valve (viv). Of note, the initial valve was implanted in this pediatric patient at the age of ten and a half months old; the patient was five years, eight and a half months old when the viv procedure was completed.

Manufacturer narrative:
Additional information received showed there is no information to reasonably suggest the device in this report may have caused or co ntributed to a death or serious injury or the device in this report malfunctioned. The valve was replaced due to outgrowth in a pediatric patient. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Updated data: b1. Adv evnt/prod prob - there is no adverse event or product problem b5. A second paragraph was added. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a transcatheter valve was implanted in the mitral position. Approximately 4 years and 10 months later, a new transcatheter valve was implanted in the same mitral position for an unspecified reason.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.